Event description:
A malfunction alarm with code malf 16 was reported. There was no adverse impact to the customer's blood glucose level. The customer was instructed to use multiple daily injections (mdi) as backup therapy, and the pump was scheduled for replacement by technical support. The customer was informed about returning the defective pump using a pre-paid label within 10 days.